Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t wave oversensing of what appeared to be supraventricular tachycardia (svt) with wide qrs complex. Technical services (ts) reviewed noting there is limited programming options with a wide complex but to consider a different vector. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.